Event description:
It was reported that when the trusystem 7000 operating table was put into trendelenburg, the table allegedly dropped making a loud noise and causing the camera to nick the patient¿s liver. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During on-site investigation of the surgical table no damage related to the reported defect was found. Additionally the event log files were reviewed. Several angle errors in the log were found. The concrete root cause could not be confirmed during the investigation. It is possible that the most likely cause of the crash is a collision of the tabletop with another device due to user error. As the reported event could be contributed to a user error, and a serious injury occurred. Baxter considers this event reportable to the authorities.

Event description:
It was reported that when the trusystem 7000 operating table was put into trendelenburg, the table allegedly dropped making a loud noise and causing the camera to nick the patient¿s liver. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that when the trusystem 7000 operating table was put into trendelenburg, the table allegedly dropped making a loud noise and causing the camera to nick the patient¿s liver. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During on-site investigation of the surgical table no damage related to the reported defect was found. Additionally the event log files were reviewed. Several angle errors in the log. Were found. The concrete root cause could not be confirmed during the investigation. It is possible that the most likely cause of the crash is a collision of the tabletop with another device due to user error. As the reported event could be contributed to a user error, and a serious injury occurred. Baxter considers this event reportable to the authorities.